Event description:
It was reported that while the endoplege device was being used the customer noticed that there was no back flow valve inside of the introducer. Blood leaked through the introducer and the customer had to swich out with another to finish the case. Delay in procedure just to change out the device. No patient injuries reported as a result. Introducer lot: 58845572. Customer kept the ep and introducer.

Manufacturer narrative:
(B)(4): evaluation results: ep lot number: 719000. Introcsc lot numbers: 58845572 and 58855276. Unit is sent to accellent for evaluation (B)(4) 2011-accellent evaluation-the endoplege device was still inside of the introducer prior to evaluation. The balloon was aspirated twice then the device was removed from the introducer. Visually there is no back flow valve inside of the introducer. This introducer is supplied from edwards. Accellent does not inspect these introducers, the introducer come to accellent inspected and sterile. There are no other defects detected. The catheter was visually inspected and there are no defects detected. Water was introduced through all of the device lumens and the water flows from where it should. These devices are visually and functionally tested 100% prior to packaging. The introducer used with the ep catheter was returned and evaluated by engineering at edwards (B)(4). The introducer is manufactured in edwards (B)(4) and sent to (B)(6) to be kitted with the ep. Accellent verified that the above listed introducer lot numbers were used with the ep lot. DHR review performed indicated that there were no conformances associated with the lots. Visual inspection of the sheath introducer revealed that there was no hemostasis valve present in the housing. The cap of the introducer was removed to examine the stainless steel rings. All the introducers are 100% leak tested on the manufacturing floor. It was confirmed that if the valve was not present the part would fail leak. A product risk assessment and corrective action were initiated to determine and address the root cause of valve dislodgement and are applicable to this event. A field correction action was initiated on (B)(4), 2010 as a result of the product risk assessment. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place and trends will continue to be monitored on a monthly basis. If further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device has not yet been returned by the customer for evaluation. Once the device is returned, it will be evaluated by edwards. A corrective action is open for endoplege introducer valve dislodgement and is applicable to this reported event. A field corrective action was initiated on (B)(6), 2010 and is applicable to this reported event.